Event description:
During preparation of the device excessive force was exerted on the device as it was removed from the dispenser hoop. This resulted in the proximal part of the microdelivery catheter breaking. The procedure was successfully completed using another of the same stent delivery system. There was no clinical consequence to the patient who was reportedly doing good'.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided the catheter breakage was most likely caused by excessive force applied to the device while being removed from the dispenser hoop. The damage noted to the device related to the manner in which the device was handled. Therefore, a root cause of handling damage has been assigned to the event.

Event description:
During preparation of the device, excessive force was exerted on the device as it was removed from the dispenser hoop. This resulted in the proximal part of the microdelivery catheter breaking. The procedure was successfully completed using another of the same stent delivery system. There was no clinical consequence to the patient who was reportedly "doing good".